Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using off-label insulin with the pump. Tandem customer technical support informed customer that off-label insulin is off-label per the user guide. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.